Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci assisted simple prostatectomy surgical procedure, the prograsp forceps instrument jaw was broken. The procedure was completed with no reports of patient injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the prograsp forceps instrument was inspected prior to use, and there was no damage or anything out of the ordinary. The reported issue occurred while grasping the tissue. The instrument was in use about 20 minutes prior to the issue, and the surgeon did not notice any issues with the functionality during procedure. The prograsp forceps instrument did not collide with any other instruments or other hard material during the surgical procedure, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. There were no fragments fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have one severely bent grip end at the force amplification pulley. The end of the grip was bent outwards by 1.74mm. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.